Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient product ID: 97745bp, lot# serial#: (B)(6), product type: accessory, h3: analysis of the controller found lcd/case broken/damaged and not available. Unit scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745 (serial: unknown); product type: 0201-programmer patient brand name intellis; product ID: 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  today when recharging the ins the ins was low at 20% and the controller was at 80%; the patient (pt) was recharging at excellent and moments later they went to check the charging status and the controller was not coming on for it stopped working. Pt claimed they could not charge their stimulator. During call pt verified no damage to the rtm. When agent asked pt to remove the controller battery to troubleshoot they claimed they already tried earlier with a flathead but it would not come out. It was as if the controller battery melted in the controller. Agent was unable to gather controller serial number on call due to that. The issue was not resolved. An email was sent to the repair department to replace the controller and controller battery.

Manufacturer narrative:
Continuation of d10: product ID 97745, product type programmer, patient product ID 97745bp, serial#(B)(6), product type accessory h3: analysis of the battery pack found complaint unverified, battery charged when placed in known good controller and was read by battery pack reader and met specification requirements. Device scrapped due to broken tab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.